Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complaint to part 803-22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: zimmer palacos bone cement. Event: this was used in conjunction with depuy product in this patient. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During primary surgery, implants were cemented in; tibia, then femur, trial insert. Leg put into extension, and back to flexion to remove cement, then back to extension. Patella was cemented. Held in extension until cement dried. The real insert was inserted, and upon final range of motion, the tibia was rocking and had loosened at the cement/implant interface. Competitor cement was used. Update rec'd (B)(4) 2014 - the complaint is being changed from MDR-no to MDR-yes because we have been notified that this problem caused a surgical delay of about one (1) hour.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.

Manufacturer narrative:
The returned device was forward to a depuy product development engineer for examination an analysis (report atached via (B)(4)). A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.